Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin sprayed out of his infusion set tubing during the priming process. A countdown appeared on the screen and prompted him to prime again. The customer was unable to exit the fill tubing screen. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the prime and rewind issue. The customer held down the act button: the customer's device was beeping but numbers did not show up on the screen. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, minor scratches on the display window, a cracked reservoir tube lip, and a missing end cap sticker. The pump alarmed compromised force sensor during the basic occlusion test due to a loose/protruded drive support disk. The pump passed the idle current, run current, displacement and rewind tests. Unable to perform the self test, off no power, unexpected restart, occlusion, prime, or excessive no delivery tests due to the compromised force sensor system alarm.